Manufacturer narrative:
The ge service rep reseated the pcb's. He checked the dc voltages and corrected the intermittent problem. The system operates as intended.

Event description:
The customer reported that the screen has black lines on the image. The image processor was not seated correctly.